Event description:
Additional information received on 9-dec-2022 via email and attached to complaint object: during testing and no patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d5: correction: operator of the device: unknown.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device was received in with normal wear and tear externally. The printed circuit board (pcb) and drain fitting are old style components. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The temperature only reached 40 degrees celsius on the temp check but 42.2 degrees celsius on the display, confirming the customer complaint. The device was out of calibration. The investigation determined that the reported issue was due to the customer/user interface. No corrective action was taken. The device was deemed beyond economical repair due to the age and condition. Device will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).